Event description:
The lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non sustained episodes and elevated sensing integrity counter (sic). The calser inquired if the lead was fractured. The rv lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).